Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2020 with pericardial effusion. Pericardiocentesis was successfully performed on the patient on the same day. Patient underwent exploratory thoracic surgery on (B)(6) 2020, where the atrial lead perforation was confirmed. No intervention was performed at the time. No patient condition was reported after the procedure.

Event description:
New information received notes that the lead was repositioned on (B)(6) 2020. Patient was stable after the procedure.